Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient underwent a skin revision surgery under general anesthesia to clean the wound (specific date not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report. It was also reported that the patient experienced an infection at implant site and subsequently was treated with oral (specific date and duration not reported).